Event description:
During an initial implant procedure, increased capture threshold was observed on the right atrial (ra) lead. The ra lead was explanted and a new ra lead was implanted to resolve the event. The patient is stable.

Manufacturer narrative:
As received, a complete lead was returned in one piece. The helix was retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.